Event description:
It was reported that there was a thrombus present on the closure device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa when a thrombus was noted on the closure device via transesophageal echocardiogram (tee) imaging. The physician removed the wds from the patient and aspirated the was. A new wds was then used. The procedure was successfully completed with a closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred and the patient is expected to make a full recovery from this event.